Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during a left total knee arthroplasty, a white film was found inside the sterile packaging of the implant. Another device was used to complete the surgery.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Complaint sample was evaluated and the reported event was confirmed. The femoral component and its packaging were returned. From the returned packaging, it was determined that the poly bag is having a cloudy appearance due to abrasion. Device history record was reviewed and no discrepancies relevant to the reported event were found. The cloudy appearance can be caused by the anti-block used in the polybag material. Anti-blocks are used to prevent the implants from sticking to the polybags. When the surface of the bag is micro-abraded by the anti-block, it can cause a cloudy appearance. So the root cause can be attributed to abrasion due to transit. This abrasion can occur when the polybag rubbed against the implant during transit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.